Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: lumbar ddd procedure: minimally invasive foraminotomy/discectomy it was reported that on (B)(6) 2015, intra-op, the pituitary cracked. The product came in contact with the patient. No fargments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis :the inferior shaft is broken at the centerline of the pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.